Event description:
After an implantation period of approx. 29 months, a low shock impedance was observed. The lead was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed 24 cm distal to the is-1 connector pin that the insulation was found abraded through, which is assumed to be the root cause of the clinical observations. The abrasion was consistent with exposure to constant friction against the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.